Manufacturer narrative:
The two wings extend from the cassette housing to the delta chamber were broken inside the valve. Damage of this type is similar to damage that can occur if the valve is bent in half. There were no tears or holes in the silicone casing of the valve. The valve was patent and passed reflux and leak testing. It was within specifications for pressure-flow and preimplantation testing performed at pressure levels 0.5, 1.0, and 1.5. The valve did not pass siphon testing, and was not within specifications for pressure-flow testing performed at pressure level 2.5. Debris within the valve may interfere with the valve mechanism resulting in poor pressure-flow results, and siphoning. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that the delta chamber was broken.